Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 432 mg/dl. The customer treated with a manual insulin injection of eight units. The customer also reported that the belt clip of the insulin pump was not latching properly. No additional information was provided.